Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie 2.2 had storage issue and required maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to recover pocket c1 and pocket also not ejected. A field service engineer attempted to run the hardware test application (hta), but the station was not communicating due to a network issue. The station was restarted, and network connections were checked. The network connection to the server was reset, after which the station appeared to be communicating properly. The fse was then able to log in and run the hta successfully and could see the drawer. An application was restarted, and the station confirmed communication with the server and the customer verified the functionality. The drawer was working finely. The system functioned as intended after the field service engineer troubleshot the device.